Event description:
It was reported that the patient was experiencing an implantable pulse generator (ipg) site pain and discomfort, sends shocking sensations across her low back and into her legs. Burning pain in the feet was also reported. These symptoms are happening despite even when the device was not used. The patient was prescribed with medication.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number: 7173280 / 7174184. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).